Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received a shock. Device data was submitted to technical services to determine if there was an arrhythmia or if the shock was inappropriate. Upon review, it was noted the episode showed non-cardiac signals that could be related to a possible issue with the electrode (connection issue, sense b node, suture sleeve). The variations in the signals suggest intermittent contact with the tissue. Further evaluation was needed to determine the cause of the non-cardiac signals. The shock was confirmed inappropriate. X-rays were recommended to verify system placement and testing with manipulation of the device and electrode, arm movements, changing body positions/postures, and reproducing the movements the patient was doing at the time of the shock to recreate the artifact. No adverse patient effects were reported. X-rays were submitted to technical services for review, which showed the terminal pin appeared to be fully inserted in the device header. The patient received another inappropriate shock almost three weeks later. Technical services again discussed troubleshooting to determine the cause of the noise. A review of the available data found the inappropriate shocks were delivered in the primary sensing vector. The vector had been reprogrammed from primary to secondary, but then back to primary when the new inappropriate shocks were delivered. The device is not programmed back to secondary, which was a good vector if the issue was due to movement of the suture sleeve over the sensing b node. It was noted the non-cardiac signals could not be reproduced during troubleshooting. Technical services recommended further troubleshooting steps and saving data during the efforts. The device and electrode remain in service. It was later reported the patient returned to the hospital after hearing beeping from the device. However, upon interrogation, no error codes or warning screens were displayed. Data was reviewed by technical services and it was confirmed the device beeper history only showed activity at interrogation (one beep each), as expected. Final review of the inappropriate shock episodes determined the noise was not myopotential, was unlikely to be a fracture of the electrode, and was most likely a problem at the sense b node possibly from the suture sleeve. It was recommended to continue monitoring in the secondary vector; if new inappropriate shocks occur, the physician may need to investigate invasively.